Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided: initial reporter - name unknown.

Event description:
It was reported the patient underwent an unknown procedure on (B)(6) 2016. During the procedure, the tip of the drill bit fractured into the patient and could not be retrieved. There was no delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of fracture and wear. However, a conclusive root cause of the event could not be determined.